Event description:
The pump arrived in the bio-med shop with the ac cord burnt. It is not known where the pump came from or if it was in use at the time of the event. No pt or operator injury occurred.